Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the patient reports that they are seeing an eos message and can't charge the ins. They said the ins is "tilted inside of me, its been that way since they put it in so its always been hard to charge". Pt reports that they have had 3 implants changed out in the past. Pt reported that their implant site was too big because their previous implant was bigger so the pocket was bigger. They said when the hcp put in their current implant, "he tightened it up as much as he could" but says that is why the ins is tilted. Redirected to hcp. Emailed hcp listings to patient. No symptoms were reported.